Event description:
It was reported that the stapler fired successfully during appendectomy. Nurse could not open stapler after it was handed back closed (was not aware of knife reversal and jaw opening troubleshooting) the procedure was successfully completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.